Event description:
It was reported that the physician had to remove a composix kugel mesh about a year ago, as the memory ring was fractured. The physician has no additional information as he did not find the fault in the product, but in the patient. The patient had lost 20 kg of weight within a short period of time after implantation of the mesh. The mesh folded up, and the memory ring appeared to be broken. A smaller mesh was implanted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.